Event description:
The consumer reported that the patient experienced a loss or change of therapy about a week ago in (B)(6) 2016. The patient got their implantable neurostimulator (ins) devices replaced every 4 to 5 years. The patient thought their ins had stopped and they no longer felt stimulation. The patient did not feel stimulation and therapy was not on. The patient changed out the aaa batteries in the programmer, was able to connect, and turned stimulation on. The patient was feeling stimulation now. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.